Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle libre reader continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error-9 message on the adc freestyle libre reader during wear. The customer experienced symptoms of dry mouth, thirst, dizziness, and blurred vision and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with hyperglycemia and administered an unspecified dose of insulin injection and serum as treatment. There was no report of death or permanent injury associated with this event.